Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial catheter set for analysis. It was noted that a portion of the catheter body was still partially advanced over the guide wire. The guide wire was advanced into the tubing such that the catheter was located at the distal end. During normal assembly, the catheter is located at the proximal end of the tubing. This indicates that the sample was handled and repositioned by the customer. No obvious signs of use were observed. Visual analysis revealed that the catheter body was separated directly adjacent to the juncture hub. Microscopic examination confirmed the separation and revealed that the edges were jagged and not uniform. Further analysis also revealed that the catheter body showed significant evidence of stretching from the point of separation to approximately the middle of the catheter body. The customer was contacted to address the discrepancy with the stretching. The customer indicated "once the problema was detected in the patient, they removed the product and when they had it in the office they looked at it. Some separated by themselves when they opened them, and some others when they pulled them little." Therefore, the circumstances surrounding the stretching and separation likely occurred as a result of a pulling force applied by the customer during testing of inventory. The catheter body length measured 125mm, which indicates that the catheter body stretched between 39mm-43mm from the original length. The catheter body outer diameter (in an area affected by stretching) measured 0.62mm, which is not within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation could not be accurately measured due to the severity of the separation. The catheter body outer diameter (in the section not affected by stretching) measured 1.05mm, which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion product drawing. During normal packaging/assembly, the catheter body is placed over the guide wire which is then inserted into protective tubing. An attempt to reinsert the severed catheter body back over the guide wire was performed. The functional section at the distal end was the only portion of the catheter that was able to pass over the guide wire. None of the stretched section was able to pass over the guide wire. The indicates that the catheter body became stretched after being removed from the guide wire. Performed per IFU statement, "thread tip of catheter over guidewire". The manufacturing and packaging facilities were contacted regarding the observed stretching on the sample. Manufacturing confirmed that they have never seen this type of damage before. They also indicated that the catheter length and outer diameter undergo 100% inspection to verify that they are within specification. Similarly, packaging also indicated that they have never seen this type of damage before. During assembly of the guide wire to the catheter body, it would not be possible for this damage to occur as the catheter body would not be able to pass over the guide wire. A complaint history review for the reported failure mode (catheter separation) over the past 5 years (B)(6) 2023 was performed for all finished good part numbers containing catheter pcz-00820-002. All complaints identified as presenting this failure mode were reported from this same customer (B)(6) hospital. No other similar complaints have been reported from any other customer. A review of sales for the same finished good part numbers over the same timeframe identified a total of (B)(4) ea sold globally in 40 different countries (94% of sales outside of spain). This indicates that the reported issue is isolated to this specific customer. A device history record review was performed , and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a separated catheter body was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body of the returned device was significantly stretched and separated adjacent to the juncture hub. Further communication with the customer revealed that inventory samples of sac-00820-pbx were "pulled" to test for brittleness, which is consistent with the stretching observed on the returned device. Based on this response, the stretching observed is likely a result of the customer applying a pulling force; however, it cannot be verified if the damage at the point of separation was already present or if it is a result of the stretching. No brittleness was observed on the returned catheter and a device history record review did not reveal any relevant findings to suggest a manufacturing related issue. Based on these circumstances, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.